Manufacturer narrative:
Customer has two systems and didn't know which one was used at the time of event. A company service rep checked both systems, including handpieces, and found them to meet performance specifications. Reviewed system set-up with customer.

Event description:
Reporter noted there was no suction at tip. Corneal burn occurred. Stated no intervention required. Case completed. Outcome is unknown; prognosis reported as poor. Surgeon feels additional surgery will be necessary. They had used two bottles of saline solution, and there was a lot of liquid on floor. Suspects irrigation or aspiration line was not fully connected. Staff worked on until and aspiration was restored.